Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leakage at catheter junction. In the use of disposable use of intravenous indwelling needle to patients for infusion, according to the standard operation to complete the puncture and fixation, after the start of infusion, found that the cone and infusion tube link at the liquid leakage, can only terminate the infusion, the patient for a second puncture infusion.

Manufacturer narrative:
1. DHR/bhr review lot#4081488. 1-the products of this batch were assembled at intima ii auto line 4 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the root cause of the leakage cannot be determined because there are no abnormalities in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and the damage state of the defective sample cannot be identified.

Event description:
No additional information provided.